Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the psuj for failure analysis investigation. The unit was analyzed and in remotefe, the 319 error was found indicating node does not present at startup. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit triggered error 319 at start up in normal mode. Installed a golden fiberoptic cable and rebooted the system and the unit passed and did not trigger any error startup. The unit was then installed onto a pftp with the golden fib ad passed all applicable test. Reinstalled the original fiber and retested the unit and it failed fiber power test. Once testing was completed; the fiber optic cable was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 319 on universal surgical manipulator (usm) 2 was observed. Site emergency power off (epo) the system but issue persisted. Prior to contacting intuitive surgical, inc. (Isi) technical service engineer (tse), the customer attempted to power cycle the system, but issue persisted. Cust was unsure how to proceed. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.